Event description:
It was reported to philips that the system gave an alert indicating that some stand movements were not available. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned (non-emergency) procedure was performed when the issue happened, and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed some stand movements were not available. As a part of troubleshooting action, fse identified defective longitudinal drive assy. The result of longitudinal drive assy failure analysis could not determine by the supplier part analysis. To resolve the issue fse replaced longitudinal drive assy and calibrated longitudinal position. After replacing the longitudinal drive assy, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as planned by restarting the system. This event would not be reportable. The codes were updated based on the investigation outcome.